Manufacturer narrative:
Results: visual inspection of the returned product showed tears in both the optic and haptic and a piece of the lens was torn off and missing. There was reddish residue on the surface of the lens. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4). Evaluation results/conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
It was reported that the trailing haptic tore of the aa4203tf silicone single piece lens, tore off as the surgeon inserted it. The lens was cut and removed from the eye without any injury to the patient. The cause of the event was unknown.